Event description:
It was reported the stylus connector was not working properly. The stylus worked intermittently, even after replacing it with a new one. Also, the screen was missing screws. The programmer was returned for repair. The programmer rf (radio-frequency) head was returned with the programmer because it had a break in the insulation on the cord. There were no performance issues experienced. Rf head replacement was requested. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable was damaged, however the device was able to interrogate an implanted device with no fault found. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the stylus connector was not working properly. The stylus worked intermittently, even after replacing it with a new one. Also, the screen was missing screws. The programmer was returned for repair. The programmer rf (radio-frequency) head was returned with the programmer because it had a break in the insulation on the cord. There were no performance issues experienced. Rf head replacement was requested. No patient complications have been reported as a result of this event.